Event description:
It was reported that the customer required assistance to treat blood glucose (bg) level. Bg level was not provided at the time of the event and cause was unknown. Due to the bg level the customer experienced a seizure and woke up in the hospital with shoulder pain. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.